Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 11 in the mouth, the implant had not yet achieved osseointegration in type ii bone. The site was grafted. Clinician reports the tooth fractured. No infection present. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3 months after the dental implant was placed in (B)(6) site 11 in the mouth, the implant had not yet achieved osseointegration in type ii bone. The site was grafted. Clinician reports the tooth fractured. No infection present. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)